Manufacturer narrative:
This issue was the result of improper mixing of the wash solution by the user facility. The user facility made the wash solution with one bottle of concentrate per 5l of distilled water instead of the correct mixture of 2 concentrates to 5l of distilled water. No medical intervention by a healthcare professional was reported to tosoh bioscience, inc.